Event description:
Preceding/simultaneous bone augmentation, bone resorption, peri-implantitis, pain, abscess, inflammation, mobility. Implant was placed in a grafted extraction site, it was a narrow, long standing extraction site.